Event description:
It was reported by service report that the head end of gobed drifts down when in the up position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results - faulty nut in lift motor.